Event description:
It was reported that during priming with a polyflux 210h, an external fluid leak from the header on the arterial side was observed. There was no patient involvement . No additional information is available.

Manufacturer narrative:
(B)(6). Th actual sample was provided for evaluation. The visual inspection with the naked eye of the product showed the product was wet and no conspicuousness was visible. A leak test of the dialysate side and the blood side was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.